Event description:
Patient noticed discomfort and traveling, stabbing mild pain. Patient began to eat large quantities of food so the patient contacted the doctor and a fluoroscopy in 2002 showed that the tubing was disconnected from the port. At that time, the surgeon also noticed that the port was broken.